Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the unit has a severe leak. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) performed preventative maintenance on the unit. The leak was by thermostat, motor and inlet. The customer was made aware. However, the fsr was not asked to repair at the time of servicing. No add'l action will be taken at this time.